Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed no errors or defects. The device met all specifications at the time of manufacture. Placeholder.

Event description:
It was reported that, during a right tibial nailing procedure, the drill bit could not get through the proximal screw hole (distal static hole) of the nail (04.004.252s). Surgeon could not drill through the hole in the nail due to the misalignment of aiming arm (03.010.052) connected to the nail. It seems the problem was caused by a loose connection of connecting screw with nail. Surgeon removed the aiming arm device and free-handed the screw and completed the procedure with no further problems. No harm to patient. This is report 1 of 1 for complaint #(B)(4).